Event description:
It was reported that the customer has high blood glucose levels (320 mg/dl). Customer changes cartridge every six days and changes his infusion set every three days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.